Event description:
A small protective plastic end-cap came off distal end of scope, presumably at end of case as md removed scope. The end-cap was secured with manual pressure before case starts and according to validated manufacturer's instructions for use. This cap is typically placed to streamline scope & likely protect mucosa from intricate, bare metal parts of the distal end of endoscopic retrograde cholangiopancreatography scope. It is likely the bite block or teeth aided in dislodging end-cap as scope was removed from patient and unknowingly remained somewhere within the oropharynx. Provider used a different scope (esophagogastroduodenoscopy) in an attempt to visualize if end-cap was retained in esophagus or stomach, which it was not. Md recommended no follow up as cap would eventually pass with stool. As pt was becoming more awake and still in the or, staff noted that pt coughed up something that was identified as the end-cap in question. Pt evaluated and monitored throughout care continuum and no ultimate harm noted to pt.